Event description:
Subsequent to the previously filed report, additional information was received: on the same day, in the afternoon, the patient underwent cardiac surgery. The patient was reported to be stable and evolving well after the procedure.

Manufacturer narrative:
H6: health effect - impact code: removed code 4614. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping, difficulty capturing, and poor image resolution appear to be related to patient morphology/pathology. The reported difficult to remove (clip became caught on chordae) appears to be due to the user technique of repositioning the device due to the difficulty grasping. The reported tissue injury was due to multiple grasping/capturing attempts and clip caught on chordae. The reported unchanged mr appears to be related to the tissue injury. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and underwent cardiac surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtw was implanted, reducing mr to a grade of 2-3. To further reduce mr, a mitraclip xt was inserted and advanced to the mitral valve. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. To optimize grasping attempts, the clip was repositioned. However, the clip became caught in chordae. Troubleshooting was performed and the clip was able to be freed from chordae. Additional grasping attempts were made, but the clip was unable to capture the posterior leaflet. An echocardiogram was performed and revealed a posterior leaflet tear. A decision to implant the clip lateral to the teared tissue was made. The clip was deployed. The mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.